Event description:
The patient started treatments using aligner #1 on (B)(6) 2010. On (B)(6) 2010 after a few hours of wearing the aligner, the patient felt that her lips had gotten swollen. That day, around 9:30 pm the patient started to feel a sore throat. Patient went to sleep and awoke around 2 am and had a hard time breathing and immediately removed the aligner. Patient has discontinued treatments.